Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77475-20 / lot: na dom: na exp: na. Model: fa-77500-20 / lot: na dom: na exp: na. Model: fa-77500-18 / lot: na dom: na exp: na (qty. 2). (B)(4).

Event description:
Information received from the article: monteith sj, m.d., tsimpas a, m.d., m.sc., dumont as, md., et al. Endovascular treatment of fusiform cerebral aneurysms with the pipeline embolization device. J neurosurg 120. 2014:945-954. A total of 146 patient were treated with pipeline embolization device (ped). 24 of the 144 were identified as having fusiform aneurysms (9 men and 15 women) with a mean age of 59 years. All the patients were given anti-platelet therapy. 23 of the 24 had no procedural complications. One had a groin pseudoaneurysm that was managed conservatively. 4 of the 24 had major complications related to the aneurysm treatment and there was one death. Case 1: treatment of a giant fusiform aneurysm measuring 21mm x 29mm x19mm located in the cavernous segment of the ica (internal carotid artery). The patient presented with diplopia and underwent pipeline embolization treatment without issues involving four pipelines (4.75mm x 20mm / 5mm x 20mm / 5mm x 18mm, qty. 2) without issues. 1 week post procedure, the patient suffered a significant frontal intracerebral hemorrhage and was transferred to a long-term care facility with hemiplegia and a percutaneous endoscopic g-tube. No further information was provided.